Event description:
Reportedly, the balloon broke inside the pt. It is not known at what point during the procedure the balloon broke. The surgeon retrieved the pieces of balloon. No pt injury reported.